Event description:
It was reported that during implant of the right ventricular lead, high threshold values were observed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.